Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was evaluated in the hospital emergency room due to receiving shocks from the s-ICD. Primary vector appeared to be the best of the 3 vectors, but still was not very optimal. Issues with interrogation were also noted, but resolved after another attempt. Also, no tones could be heard with a magnet, but it was noted the patient had an MRI in the past. Device interrogation revealed the device stored untreated episodes in the past, and then a treated episode. The episodes stored due to t-wave oversensing. Smart pass could not be enabled due to poor amplitude. The s-ICD was programmed off per clinic recommendations. No adverse patient effects were reported.